Event description:
The reporter stated that her father has been getting higher blood glucose readings since mid-december of 1998. She reported a comparison of his meter to that of a healthcare professional with results of, fasting, 212 mg/dl vs 74, and non-fasting 155 mg/dl vs 104. (No information was provided regarding the healthcare professional for comparison.) The reporter stated that she had been cleaning her father's meter with control solution.